Event description:
It was reported that a patient has a broken rod, and will have additional surgery to remove the device.

Manufacturer narrative:
The device or applicable films have not been returned to medtronic for evaluation. Unable to determine cause of the event.